Manufacturer narrative:
It was reported that the unit was evaluated, and the pump packaged assembly was replaced to resolve the reported malfunction. No parts were returned. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht50 ventilator pump was loud. Although the unit did not stop cycling, the patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The product is expected to be returned for an investigation. However, it has not been yet received. (B)(4).